Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer reported using the ace therapy heat patch and experiencing a burn on her shoulder. Went to urgent care facility for treatment.